Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection and fluid discharge. Reportedly, the hospital staff took a sample and then the pocket was flushed, the crt-d was cleaned and placed back into the pocket. No adverse patient effects were reported. The crt-d remains implanted.